Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump did not deliver the bolus was because the customer had 4.2 units of active in her body. Customer blood glucose value was 324 mg/dl at the time of incident. Customer stated that she entered her blood glucose reading and carbs. Customer stated that she went to deliver a bolus and it would not allow her to. The insulin pump will not be returned for analysis.